Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following inappropriate anti-tachycardia pacing (atp), defibrillation therapy, and syncope. The physician believes the tachycardia's are due to ischemia caused by anemia. The device discriminators performed as intended and were reprogrammed to avoid future inappropriate therapy. The patient was also given a blood transfusion. The patient was in stable condition.